Event description:
Pt intubated under general anesthesia on table. Rn pushed unlock button on hand control & bed went into complete trendelenberg. Pt had to be held by staff to prevent pt from falling off table. Bed control continued to malfunction & hand control would not resolve. Manual switch under table not in proper location so it could not be reached.